Event description:
Patient reported left side exchange from textured to smooth. Later, healthcare professional reported left side "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening in radius side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion are observed. Nick is observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported left side exchange from textured to smooth. Later, healthcare professional reported left side "hole, non-specific." The device has been explanted and replaced.